Manufacturer narrative:
The reported failure of the power management is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.

Event description:
The manufacturer received information alleging the internal lithium-ion battery and significant event log test steps had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, driver fail short internal lithium-ion, was observed on the device's error log. The service technician evaluated and determined the power management board had caused the reportable issue to occur on the device. In conclusion, the device's power management board needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the base enclosure, front and rear case, keypad, nurse call (or network port), battery/capacitor retainer, handle, and interface printed circuit assembly (pca) were replaced for physical damage unrelated to the reportable issue. The rubber feet and circular cap (between the nurse call and comm) were replaced for missing on the device. This was unrelated to the reportable issue.